Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) explanted: product type recharger product ID 97745bp lot# serial# (B)(6) explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of the no device found message and rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt reported both the battery pack and recharger got extremely hot today. The pt took the battery out and let it cool down and now it is charging with ac power cord because it is depleted after being fully charged. The pt stated he was connected to the ins recharging today for 15 min the controller was charged to 100% and the ins was charging with excellent quality pt stated after 15 minutes both the rtm box and the controller got extremely hot and the controller battery discharged from 100% down to 0%. The pt stated that the rtm and the controller have gotten hot this past week during recharge. Pss reviewed that it is normal for the rtm to get warm to the touch during recharge and pt verified both the controller and the box on the rtm were "hot" . The pt verified he is sitting in a chair during recharge of the ins. The pt verified the rtm cord and the rtm plug does not have visible damage.  The pt verified the controller port pins have no visible damage. Pss could not explain to pt why the controller battery would discharge in 15 minutes. Pss is replacing the controller, rtm cord and the li battery.